Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. Reportedly, the customer believed that bg may have been due to an infusion set issue; however, declined to remove the infusion set for examination. Bg was treated by administering manual injection. Reportedly, bg decreased to 300 mg/dl after correction. The customer was instructed to consult with the healthcare provider regarding bg level.